Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. H6 - medical device problem code updated: 1142 removed and 4001 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique prior to an atrial fibrillation interventional procedure using a 14f sheath. Reportedly, after the procedure, the proglide did not close as intended. Manual compression was applied for 95 minutes. A femostop was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.